Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of loose knob, the encoder nut was loose. It was additionally noted that the upper case boss and output connector assembly were broken, the encoder assembly and three knobs were contaminated and the unit was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's bottom knob was loose. The generator was returned for service. There was no patient involvement.